Manufacturer narrative:
Insulin pump passed the displacement test. Pump error 63 alarmed during self test and was confirmed in pump history file due to cold solder joint at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got hardware low level failure alarm .the customer¿s blood glucose level was 215 mg/dl. Troubleshooting was performed for pump error. Customer was able to complete pump rewind and self-test did not pass .the product will be returned for the analysis.